Manufacturer narrative:
Device evaluation: the complaint product was not received. The customer provided photos were evaluated. The photos displayed the suspect lens stuck in the cartridge tip and overridden by the plunger rod. The plunger rod was observed to be protruding out the side of the cartridge and was bent. The cartridge was torn. The lens could be observed to be damaged. Further evaluation could not be performed as no product was received. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector on the preloaded johnson and johnson (jnj) intraocular lens (iol) split upon insertion of the lens resulting in the iol being fractured. The fractured on the lens occurred prior to inserting into the eye. Consequently, the iol was removed with no harm to the patient. Johnson and johnson performed follow-up to get additional details, but a response has not been received. No further information is available.